Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. Seroma: unable to observe as it is not related to the manufacturing process. Anxiety product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side seroma extracted and sent out for testing, and implant removal from textured to smooth due to the concerns of the product. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific-ruptured". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare provider reported a right side seroma extracted and sent out for testing, and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.